Event description:
A customer reported that erroneous, low phosphorus (phosm) results were generated on a unicel dxc 800 synchron system for three patient samples over two days. This report is two of two and represents the erroneous, low phosm results generated for two patients on (B)(6) 2011. One of the initial erroneous phosm results was a suppressed result with an "out of reportable range, low" instrument error code. The other patient's initial phosm result was below the assay's normal reference range. The initial phosm results were not reported out of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat on another instrument, the repeat results were higher, within the assay's normal reference range, and considered valid. The instrument phosphorus quality control (qc) results during the time frame of, and after, the event recovered within the customer's established specifications; however qc results prior to the event were four or more standard deviations below mean values. Sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Patient 1 = male, (B)(6); patient 2 = female, (B)(6). Service was dispatched to the site on (B)(4) 2011. The field service engineer (fse) replaced the old style stirrer motor with the new brushless style. The fse calibrated the lamp and module without any issues. Instrument assay controls and precision were within specification. Upon completion of necessary repairs the instrument was returned into service. Mdrs associated with this event: 2050012-2011-06970, 2050012-2011-06971.